Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up with a white display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the removed system controller pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61. The removed user interface pcb assembly was an ancillary part and there was no failure of the assembly.